Event description:
Candela's in-house legal counsel received a legal notice that a patient received laser hair removal and reported burns and subsequent nerve damage on the treated area.

Manufacturer narrative:
Investigation is currently ongoing. Awaiting further details from litigation.